Manufacturer narrative:
E1: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by low grade fevers. The cause of peritonitis was reported due to "improper diet". On the same day as peritonitis onset, the patient was hospitalized and treated with cephalosporins, oral anti-inflammatory drug and antipyretics. The patient was discharged four days after hospital admission. On an unknown date, the patient recovered from peritonitis. At the time of this report, the action taken with pd therapy was not reported. No additional information is available.